Event description:
A 2.5 mm diameter x 14 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a vein graft to the circumflex lesion. Lesion morphology was not reported. It is unknown if the lesion was pre-dilated. It was reported that approximately 3 months post stent implant, the patient was brought in emergently with angina. It was noted at the ostium of the vein graft that the stent appeared to be fractured and there a piece had broken off and moved down to the leg; where it remains. The patient was reported to be fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: lack of information (no films or operative report were provided).